Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm. The customer reported a blood glucose value of 495 mg/dl and a current blood glucose value was 442 mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump. The event involved product(s) mmt-1880, mmt-386a, and mmt-332a. Troubleshooting was performed for the insulin flow blocked alarm, and it's a past-resolved event. Troubleshooting was partially performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-1880. No product return is required for mmt-386a. No product return is required for mmt-332a

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0872 inches. No unexpected insulin flow blocked alarms noted during testing. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bgs. Confirmed pump alarmed insulin flow blocked alarm on 07/11/2025 07:28:15.000 during bolus in pump downloaded history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay. No unexpected alarms/alert/anomalies noted during testing, unable to verify high bgs. Unexpected insulin flow blocked alarm was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.